Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device record history shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration efficiency decreased during the phacoemulsification phase of a cataract procedure. The procedure was completed without harm to the patient. Additional information has been requested.